Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Incomplete cycle, cartridge. Additional information requested and received: how much bleeding occurred? Unknown. How was the bleeding controled? Monopolar cautery. Did the patient receive any blood products? Unknown. The analysis results found that the tsw35 device was returned in good conditions. A tr35w cartridge reload was returned with the left side fully fired and right side partially fired 1/3. The cartridge lockout was found normal. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the reload did form proper staples, staple line malformed. There was bleeding. Another like device was used to complete the procedure.